Manufacturer narrative:
Remains implanted.

Event description:
It was reported that post implant of an artificial urinary sphincter (aus), as second aus cuff was implanted to achieve more incontinence. Patient status was reported as taken to post op.

Manufacturer narrative:
Additional information provided in: describe event or problem, h6 evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that post implant of an artificial urinary sphincter (aus), as second aus cuff was implanted to achieve more incontinence. Patient status was reported as taken to post op. Boston scientific has been unable to obtain additional information regarding the circumstances. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed.